Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan, the surgeon experienced an issue that led to a partial menisectomy for remedy. It appears that the tubing became bunched up and interfered with the proper deployment of the fasteners. The sales rep was present and says that the needle depth was almost to the double line, however, it was not over penetrated; also, the correct trigger sequence was followed. The surgeon pulled the red trigger a second time with the same negative results. At this point, the surgeon performed a partial menisectomy for remedy. This was the surgeon's 2nd use of omnispan in a meniscal repair and the surgeon had previously practiced the use of the omnispan system on 'meniscal pucks." There is nothing being returned; complaint devices discarded at user facility. Also see associated MDR 1221934-2011-00367.

Manufacturer narrative:
Ninety six days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.